Event description:
A 14mm amplatzer septal occluder (aso) was implanted; however, it was found to have embolized when the child was in the picu. The patient was referred for surgery to explant the aso and repair the defect.

Manufacturer narrative:
No product was returned.  Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.